Manufacturer narrative:
Analysis identified that the balseal connector was damaged in the connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a scheduled lead revision, and the healthcare provider wanted to use the existing battery because there were several years of battery life on the device. However, when they placed the new lead into the existing battery, there were impedances on nearly every electrode. After several attempts to troubleshoot, including increasing the amplitude, removing the battery from the lead and cleaning the lead, etc., it was determined that a new battery needed to be used in order for the patient to have a working system. The defective battery was replaced and the issue was noted to be resolved. There were no patient complications reported as a result of this event.